Event description:
The cypher stent dislodged while trying to cross a calcified lesion. The stent was retreived. No additional information was available at the time of initial report; however, additional information has been requested from the user facility.